Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shortness of breath and they had a problem with "two leads". It was also reported that the right ventricular (rv) lead exhibited increased capture thresholds which was resulting in a premature reduction in the implantable pulse generator (ipg) battery longevity. The device was reprogrammed and remains in use. The right atrial (ra) lead and rv lead remain in use. No further patient complications have been reported as a result of this event.